Event description:
It was reported the device displayed a cassette not attached properly error alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found smiths tampered seal label was missing and minor scratches on lcd lens screen. The customer stated problem was confirmed. Cassette not attached properly error alarm was duplicated and repeated. Corrosion and contamination by the dso (downstream occlusion sensor) sensor and seal. Dso sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . Please disregard the initial report submitted with the MFR number: 3012307300-2022-00881. The report was submitted in error., corrected data: corrected information provided in h10.